Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no reported adverse impact to the customer's blood glucose level. Customer declined further follow up. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.